Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6)product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to charge this week, their implant battery was at 10% and they couldn't charge because the recharger was unresponsive when off the dock and had scrolling battery lights while it was on the dock. The patient stated their implant battery was probably depleted now. On the call it was confirmed the patient saw a small green light on the back of the recharging dock and they had been using the thick white cable for the dock's power source. The patient then placed the recharger on the dock, held the power button down for 10 seconds, removed the recharger from the dock and tried to turn it on. Nothing happened. They then attempted a recharger reset but the issue was not resolved. Best maintenance practices for the recharger were reviewed. The patient stated they'd been unplugging everything and putting the recharger away to store until the next time they needed it, when they would plug everything in and start to charge it. A replacement recharger was sent to the patient to resolve the issue. The patient said they would store their replacement recharger plugged into the dock from now on and they'd call back if they had any questions about setting up their replacement recharger. The patient mentioned they saw a nurse practitioner at their managing health care provider's (hcp) for their follow-up appointments. No patient symptoms were reported.